Manufacturer narrative:
(B)(4). (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. According to the report, the device was "not performing the expected infusion and was only partly empty." The solution being infused was an unspecified volume fluorouracil and glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.